Event description:
Information received from the field notes that the patient presented to the emergency room with junctional escape rhythm and a rate in the low 30's. Attempts to interrogate the device resulted in the message position head and there was no magnet response. Therefore, the device was replaced.